Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-15767, 2017865-2019-15769. New information noted that the hematoma evacuation site was draining and that the patient had developed a pocket infection. The system was explanted and replaced on (B)(6) 2019. The patient's condition was asymptomatic after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient developed a hematoma and presented in the electrophysiology lab for a hematoma evacuation. It was noted that the patient was not symptomatic to the event. The implantable cardioverter defibrillator was successfully revised on (B)(6) 2019 and remains implanted. The patient's condition was stable before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.